Event description:
During a hydrothermal ablation procedure one fluid loss alarm occurred after about 5 minutes, and a second about 30 seconds later, after which the dr noticed fluid dripping down the tenaculum which created a second degree burn on the vagina, labia and perineum. After the procedure, a second degree burn was also reported on the abdomen, and the pt was treated with silvadene cream, viscous lidacaine and percocet. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and the co is unable to determine if the device met its specifications. The co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.